Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead, (B)(6) 2009. (B)(4). Lead remains in use.

Event description:
It was reported that the patient experienced pocket stimulation, about 2-3 times per day, as well as when the device was interrogated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.